Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 27-mar-2017: follow-up could not be obtained. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced convulsions when essure was implanted, fallopian tube "twisted" when essure was implanted, pelvic pain and irregular bleedings (seen as genital bleeding). Essure was removed. She thinks that some fibers of essure were still in her body after essure removal (considered as suspicion of device breakage). Pelvic pain, genital bleeding and suspicion of device breakage are regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was provided. The suspicion of device breakage probably occurred during essure removal procedure. Considering their nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts no further information could be obtained.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain"), seizure ("convulsions when essure was implanted"), genital haemorrhage ("irregular bleedings") and adnexal torsion ("a fallopian tube "twisted" when essure was implanted") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. The patient's past medical history included twin pregnancy, delivered and delivery. Previously administered products included iud with an associated reaction of genital haemorrhage. Concurrent conditions included allergy to metals. On an unknown date, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device breakage ("thinks that some fibers of essure were still in her body after essure removal"), adnexal torsion (seriousness criterion medically significant) with adnexa uteri pain, procedural vomiting ("vomiting when essure was implanted"), adverse event ("physical consequences"), mental disorder ("psychological consequences"), the first episode of diarrhoea ("diarrhea when essure was implanted"), rash ("rash"), the second episode of diarrhoea ("after some months, she presented diarrhea every day"), vomiting ("after some months, she presented uncontrollably vomiting"), gastrointestinal disorder ("after some months, she started to get gut"), weight decreased ("lost weight"), myalgia ("muscle pain"), dyspareunia ("pain during sexual intercourse"), complication of device removal ("thinks that some fibers of essure were still in her body") and depression ("got depressed"). The patient was treated with surgery (removal of essure). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, device breakage and complication of device removal had not resolved and the seizure, genital haemorrhage, adnexal torsion, procedural vomiting, adverse event, mental disorder, first episode of diarrhoea, rash, second episode of diarrhoea, vomiting, weight decreased, myalgia, dyspareunia and depression outcome was unknown and the gastrointestinal disorder outcome was unknown. The reporter considered pelvic pain, seizure, genital haemorrhage, device breakage, adnexal torsion, procedural vomiting, adverse event, mental disorder, the first episode of diarrhoea, rash, the second episode of diarrhoea, vomiting, gastrointestinal disorder, weight decreased, myalgia, dyspareunia, complication of device removal and depression to be related to essure (ess205). The reporter commented: she explained that x-ray test was performed and then essure was implanted in spite of being allergic to metals, they told her that essure was made of titanium 100%. Her gynecologist told her that she was going to present varicose veins in the womb, and her physician told her that everything was fine but her health got worse. The patient received more than 30 diagnoses during 10 years. Sometimes they told her that it a psychological problem even, the physicians talked about a tumor which was not possible to find. She explained that the device was removed because she had been sick for 10 years. Company causality comment: a (B)(6) old female consumer had essure (fallopian tube occlusion insert) inserted and experienced convulsions when essure was implanted, fallopian tube "twisted" when essure was implanted, pelvic pain and irregular bleedings (seen as genital bleeding). Essure was removed. She thinks that some fibers of essure were still in her body after essure removal (considered as suspicion of device breakage). Pelvic pain, genital bleeding and suspicion of device breakage are regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was provided. The suspicion of device breakage probably occurred during essure removal procedure. Considering their nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain"), seizure ("convulsions when essure was implanted"), genital haemorrhage ("irregular bleedings") and adnexal torsion ("a fallopian tube "twisted" when essure was implanted") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included twin pregnancy, delivered and delivery. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included allergy to metals. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device breakage ("thinks that some fibers of essure were still in her body after essure removal"), adnexal torsion (seriousness criterion medically significant) with adnexa uteri pain, procedural vomiting ("vomiting when essure was implanted"), adverse event ("physical consequences"), mental disorder ("psychological consequences"), post procedural diarrhoea ("diarrhea when essure was implanted"), rash ("rash"), diarrhoea ("after some months, she presented diarrhea every day"), vomiting ("after some months, she presented uncontrollably vomiting"), gastrointestinal disorder ("after some months, she started to get gut"), weight decreased ("lost weight"), myalgia ("muscle pain"), dyspareunia ("pain during sexual intercourse"), complication of device removal ("thinks that some fibers of essure were still in her body") and depression ("got depressed"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal had not resolved and the seizure, genital haemorrhage, adnexal torsion, procedural vomiting, adverse event, mental disorder, post procedural diarrhoea, rash, diarrhoea, vomiting, weight decreased, myalgia, dyspareunia and depression outcome was unknown. The reporter considered adnexal torsion, adverse event, complication of device removal, depression, device breakage, diarrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, mental disorder, myalgia, pelvic pain, post procedural diarrhoea, procedural vomiting, rash, seizure, vomiting and weight decreased to be related to essure (ess205). The reporter commented: she explained that x-ray test was performed and then essure was implanted in spite of being allergic to metals, they told her that essure was made of titanium 100%. Her gynecologist told her that she was going to present varicose veins in the womb, and her physician told her that everything was fine but her health got worse. The patient received more than 30 diagnoses during 10 years. Sometimes they told her that it a psychological problem even, the physicians talked about a tumor which was not possible to find. She explained that the device was removed because she had been sick for 10 years. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-may-2017 for the following meddra preferred terms: pelvic pain- analysis in the global safety database revealed 2785 cases. Device breakage- analysis in the global safety database revealed 1627 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 17-may-2017: update of quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced convulsions when essure was implanted, fallopian tube "twisted" when essure was implanted, pelvic pain and irregular bleedings (seen as genital bleeding). Essure was removed. She thinks that some fibers of essure were still in her body after essure removal (considered as suspicion of device breakage). Pelvic pain, genital bleeding and suspicion of device breakage are regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was provided. The suspicion of device breakage probably occurred during essure removal procedure. Considering their nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. A product technical investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Despite follow-up attempts no further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced convulsions when essure was implanted, fallopian tube "twisted" when essure was implanted, pelvic pain and irregular bleedings (seen as genital bleeding). Essure was removed. She thinks that some fibers of essure were still in her body after essure removal (considered as suspicion of device breakage). Pelvic pain, genital bleeding and suspicion of device breakage are regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was provided. The suspicion of device breakage probably occurred during essure removal procedure. Considering their nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.